Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarm and also able to complete rewind. The customer performed displacement test and it passed. Customer saw empty reservoir black dot on screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received hardware low level failures alarm during the basic occlusion test due to loose or protruded or flush drive support disk. Unable to perform hardware low level failures test, excessive no delivery test and occlusion test or test.